Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical product: vs106.0xx and vs105.0xx (part/lot numbers: unknown, quantity: 8). Therapy date: unknown. PMA 510k#: device is a veterinary product. No patient information will be reported. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a (B)(6) year old female spayed yorkshire terrier (B)(6) had a femoral fracture. Fracture repair done on (B)(6) 2017, where 12-hole lcp plate (that was cut to 10-hole) with a combination of locking and non-locking screws (2 holes empty in middle) augmented with im pin and cerclage wires were implanted and 0.5cc of fusion bone graft was used. Implant failure documented on (B)(6) 2017, but failure would have been 2 weeks before that; the owners didn¿t follow up when the dog initially became lame. The plate broke at the second empty hole in the middle and broke the im pin. Unfortunately, the canine had to be amputated since the owners couldn¿t afford a revision and there was no concern about infection in any of them. X-rays were taken and provided. Concomitant device reported: unknown combination of screws - vs106.0xx and vs105.0xx (part/lot numbers: unknown, quantity: 8) this is report 1 of 1 for (B)(4).